Event description:
It was reported that the holder for fixing the head tilted down. The surgeon indicated that the clamp was not on the patient yet when this occurred. No further information was available. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.